Event description:
It was reported that the patient presented to the clinic after hearing the lead integrity alert (lia). The right ventricular (rv) lead had high thresholds, short interval counts (sic), oversensed non-sustained noise episodes, and inhibition of pacing. The rv lead was reprogrammed from integrated bipolar to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the right ventricular lead integrity alert triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.